Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 10-oct-2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2011 for sterilization. Consumer reported that, on (B)(6) 2011, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime consumer has had follow-up treatment and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Follow-up received on 21-oct-2016 from consumer: consumer was (B)(6). The reported events included: complaints of severe abdominal cramps, tired every day, complaints of joints, back complaints, depressive, and concentration problems. The patient was hospitalized because of the complaints (unspecified), and the complaints have been treated. They tried to remove the essure on different dates: the right side on (B)(6) 2012 and the left side on (B)(6) 2012, because of a part appeared to be in consumer's uterus. On (B)(6) 2013 the uterus was removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. According to follow up information, the patient experienced abdominal cramps and the removal of uterus was performed in three attempts in different dates due to the fact that a device part appeared to be in consumer's uterus. These events, seen as abdominal pain and device breakage, are anticipated according to reference safety information for essure. Abdominal pain may occur during essure use. In addition, single case of device breakage have been reported. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. This case was regarded as incident since a device removal was required. Non-serious events were also informed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow up information was received on 07-nov-2016: nca reference number received ((B)(4)). (B)(4). Quality-safety evaluation: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. According to follow up information, the patient experienced abdominal cramps and the removal of uterus was performed in three attempts in different dates due to the fact that a device part appeared to be in consumer's uterus. These events, seen as abdominal pain and device breakage, are anticipated according to reference safety information for essure. Abdominal pain may occur during essure use. In addition, single case of device breakage have been reported. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. This case was regarded as incident since a device removal was required. Non-serious events were also informed. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 13-feb-2017: no consent for follow-up received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had the xenobiotic material removed. According to follow up information, the patient experienced abdominal cramps and the removal of uterus was performed in three attempts in different dates due to the fact that a device part appeared to be in consumer's uterus. These events, seen as abdominal pain and device breakage, are anticipated according to reference safety information for essure. Abdominal pain may occur during essure use. In addition, single case of device breakage have been reported. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. This case was regarded as incident due to hospitalization, and since device removal was required. Non-serious events were also informed. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.